Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The hospital will not release the implants. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
"It was reported that the patient had hip-surgery in 2009. It was reported that the patient began to feel pain. Additionally, it was reported that the surgeon removed the original hip component, and discovered the outer locking ring had split, and had slid down around the turin. It was also reported that the joint had turned black."